Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed inappropriate mode switch episodes due to far r oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were performed. The patient was stable.